Manufacturer narrative:
H6: investigation summary: this memo is to summarize the investigation results regarding the complaint that alleges false positive results when using kit rapid detection of sars-cov-2 veritor (material # 256082 ), batch number unknown. Bd quality performs a systematic approach to investigate false positive complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation could not be performed as no batch number, or an incorrect batch number was provided. The complaint was unable to be confirmed. Quality will continue to closely monitor for trends. H3 other text : see h10.

Event description:
It was reported while using bd rapid detection of sars-cov-2 veritor assay false positive results were obtained. Repeat tests were performed using a pcr test method and the results were negative. The customer stated the patients tested were asymptomatic with no known exposure. This test is not intended for use on asymptomatic patients and was therefore used off label. There was no report of patient impact. Eua (B)(4).

Manufacturer narrative:
Medical device lot #: 0232845 was reported, however, this is not a lot# manufactured for this product #. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported while using bd rapid detection of sars-cov-2 veritor assay false positive results were obtained. Repeat tests were performed using a pcr test method and the results were negative. The customer stated the patients tested were asymptomatic with no known exposure. This test is not intended for use on asymptomatic patients and was therefore used off label. There was no report of patient impact. (B)(4).